Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient went into anaphylaxis shock during insertion of agba PICC." The patient required medication and was transferred to the ICU. Additional information received states "he had swelling face,lips, tongue, hypotension 60s over 30s, full body erythema, subjective hard to breathe." The patient returned to previous hemodynamics in a few hours. The patient's current condition is reported as "fine".

Event description:
It was reported "patient went into anaphylaxis shock during insertion of agba PICC." The patient required medication and was transferred to the ICU. Additonal information received states "he had swelling face,lips, tongue, hypotension 60s over 30s, full body erytema, subjective hard to breathe." The patient returned to previous hemodynamics in a few hours. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The complaint of a catheter related allergic reaction could not be confirmed based on the available information. The customer did not provide any test results or confirmation that the adverse reaction was specifically associated with the catheter coating agents. The instructions for use (IFU) provided with this kit warns the user, "remove catheter immediately if catheter-related adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs." Therefore, based on the available information, the complaint could not be confirmed and the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.